Manufacturer narrative:
This file was originally incorrectly filed under registration number: mrn3011237704-2025-00057-01. The date of that submission was 20-nov-2025. H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.

Event description:
It was stated that nrfit sciatic and femoral nerve catheters were inserted separately on (B)(6) 2025. Both were connected to separate 5 ml per hour pumps. The femoral nerve catheter was completely drained by on (B)(6) 2025, but the sciatic nerve catheter was about half drained. Manual bolus administration of the femoral catheter via the existing filter and connector was normal. Extremely high pressure was encountered when attempting to bolus the sciatic nerve catheter. New filter installed and connected, flushed without problem, but after connecting it to the catheter, the same problem occurred: very high pressure and not flushing. Another attempt with a new connector-filter from an epidural pack with the same problem. The patient's catheter appeared to be undamaged and patent upon visual inspection. When the new filter-connector combinations were then initially tested on the new epidural catheter, they flushed the catheter without problem. However, when unlocking and locking the connector, they could no longer flush despite no obvious damage being visible. There was patient involvement. The incident has been reported to the regulatory agency. Nca reference: (B)(4) aicxml. Associated catheter and minipack complaints documented on (B)(4).